Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be established.

Event description:
It was reported that the scepter was prepared per standard protocol outside the patient and was noted to be "intact." During treatment in the patient, the balloon leaked. There was no reported patient injury. The current condition of the patient is reported to be "ok."

Manufacturer narrative:
The investigation of the returned scepter balloon found multiple sections of the balloon catheter to be kinked; the physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The balloon was inflated in the lab, and a pinhole was found at the proximal marker band; the coil beneath the polyimide ring was also found to be loose. These conditions align with the alleged product issue and are consistent with the balloon experiencing forces over specification, which is known to occur due to over-inflation.